Manufacturer narrative:
The investigation determined that the incorrect test was processed when using the vitros 5600 integrated system for a patient sample. The evidence suggests that the customer reused a sid number without ensuring that the previous sample program for the sid number was processed to completion or deleted prior to reuse. Based on the events described by the customer, the issue appeared to be consistent with the reuse of a sample ID (sid) that was previously programmed for an alternate patient sample that was not processed to completion. When a sample is not processed to completion, the associated sid is retained in the system memory along with the pending sample program. If a retained sid is reused at a later date for a different patient sample, the following will occur: the original sid and its associated program, including tests and demographics, are stored in the system memory indefinitely. If a new sample is processed in the future using the same retained sid, the tests and demographics associated with the new sample program will not be stored in the system memory. After processing the new sample for the pending tests, the results obtained are associated with the patient demographics for the original retained sample program. The customer indicated that they reuse sid numbers annually. It was determined that the sid¿s in question had been previously associated with different patients and other vitros tests were ordered at that time. It is concluded that the sample testing did not process to completion when the sid¿s were previously used. The assignable cause of the event was determined to be user error. The vitros 5600 integrated system was operating as intended. The tsc reviewed information contained in the ¿sample ID reuse¿ section of the vitros 5600 integrated system reference guide which describes how to properly manage sid numbers that were previously used and not processed to completion or deleted. In addition, the tsc assisted the customer in configuring the pending sample program auto-deletion feature of their vitros 5600 integrated system. The customer understands that the root cause of this event is user error and is aware of ortho¿s recommendations on how to properly manage sid numbers.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) global technical solutions center (tsc) after observing a patient sample which was mis-associated with the incorrect patient name when run on a vitros 5600 integrated chemistry system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The customer identified the discrepancy because the incorrect test was run. Therefore, mis-associated results were not reported out of the laboratory. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).